Event description:
The consumer reported that they felt something was wrong with their implant in (B)(6) 2015. The patient had a radiofrequency done and it was determined that one of the leads had migrated around (B)(6) 2015. The patient also had trouble recharging their implantable neurostimulator (ins). Follow up information reported that the manufacturer's representative met with the patient on (B)(6) 2015 where it was suspected that there was a lead migration. The representative spoke to the patient's physician where it was verified that they did do some x-rays that showed one of the leads had moved. Additional information from the consumer reported the patient fell (B)(6) 2015 and felt change in length of time to charge and the effectiveness in taking care of areas to be covered. The lead that migrated was removed and replaced. The issue was considered resolved. The patient was indicated for spinal pain. Reference manufacturer report #'s 6000153-2016-00154 and 6000153-2016-00155 for report on lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.